Manufacturer narrative:
An event of deformity of device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 16mm amplatzer septal occluder was selected for implant. The device was prepped and delivered in a normal fashion. Upon deployment, the la disc was deployed and a bulbous deformation was noted. The device was recaptured and redeployed and the same bulbus/tulip deformation was noted again. The device was recaptured and removed from the patient without any issues. A new 18mm amplatzer septal occluder was selected and implanted without any issues. The patient was reported to be in stable condition and no adverse consequences were reported.